Event description:
During the procedure the doctor was attempting to use the vaginal support system but the capio would not release the needle rendering the unit useless. No patient harm. A second device was obtained and worked properly. The surgery proceeded without incident. The surgeon/staff do not know what caused the problem.what was the original intended procedure?anterior posterior repair, sacrofenus ligament repair, vaginal tape.device #1is this a laboratory device or laboratory test?no.